Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten of the needle 25x1 rb experienced incorrect label information with the customer saying ". The label on the individual wrapping does not match the box or the product."

Manufacturer narrative:
Investigation summary: 5 samples were received for evaluation. An empty shelf box came with the samples. The shelf box label has the catalog# 305125 25x1. The top web of the packaging blister is incorrect (305122 25x5/8) therefore failure mode is verified. Root cause was that an incorrect top web was used during the production of this lot. A CAPA (corrective action preventive action) has been initiated to investigate this issue. Additionally, employee awareness training was completed to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that ten of the needle 25x1 rb experienced incorrect label information with the customer saying "...the label on the individual wrapping does not match the box or the product."